Event description:
The 15mm amplatzer septal occluder (aso) was deployed but embolized. The aso was percutaneously removed and a 17mm aso was implanted successfully.

Manufacturer narrative:
(B)(4) = damaged duckbill the analysis results of the b12lt found that it was received with the duckbill detached from the sleeve. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of the found seal issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic miles procedure, the outer seal came off and dropped on the mayo table when the device was taken out from the package. Since the outer seal came off without touching, another device was used to complete the case just to be safe. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.